Manufacturer narrative:
Intuitive surgical, inc. (Isi) attempted to obtain information regarding patient medical history and tests/laboratory data specific to the incident, but the site was unwilling to provide the information due to the hospital¿s privacy policy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken main tube. No material was found missing. The root cause of this failure is attributed to mishandling. The instrument was found to have a broken plastic proximal clevis. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.253¿ x 0.289¿. The root cause of this failure is attributed to mishandling. The instrument was also found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have a broken yaw cable at the distal end. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the permanent cautery hook (420183-15/n10200224 601) was performed. The instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 2nd use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. A review of the provided image and video was performed and is consistent with the reported complaint where the customer alleged that "the shaft is cracked" and "broken the shaft". Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the shaft of the permanent cautery hook (pch) instrument cracked. The customer removed the instrument and trocar together from the patient's body. The customer was able to remove the instrument from the trocar by breaking the shaft. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury. Due to the alleged issue, the procedure was delayed by 30 minutes. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.